Event description:
It was reported that approximately 38 months post implant of a bifurcated device and suprarenal aortic extension the patient had a routine follow up with a computed tomography scan. The CT scan revealed an endoleak. On (B)(6) 2014 the physician elected to implant an infrarenal device which corrected the endoleak. The patient did good during the procedure and was doing good post procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of information; medical records were denied. Product use was incongruent with the IFU due an aortic neck diameter greater than 32 mm and, a greater than 90 degree angle of the left iliac artery. Thirty months post implant, there was substantiated evidence of a partial component separation and type iiia endoleak. The initial overlap measurement could not be assessed due to the lack of an image demonstrating both components. The final patient disposition was not known, however it was reported that the patient was doing well post procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical assessment, a root cause for the reported issue could not definitely be identified, but off-label use, related to an aortic neck diameter greater than 32 mm, and a greater than 90 degree angle of the left iliac artery, were likely factors.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.